Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received a "cartridge cannot be used" message after loading a cartridge onto the pump. Tandem technical support did not identify any alerts or alarms occurred in the pump history. Customer's blood glucose level was 130 mg/dl. Reportedly, the cartridge was changed to resolve the issue.